Event description:
Patient was receiving the feeding tube through ross laboratories flexiflo enternal feeding tube, no. 12 french tube. Patient was found with tube almost completely out of nose. Tube feeding was infusing into naso and oro-pharynx. Pt. Respirations were 44/min; labored and gurgling. Pt. Possibly aspirated. Feeding tube was being held in place by a hollister suction tube attachment device. Clamp was loose on device. Patient had been apneic for short periods throughout the day and was not expected to survice the night. Patient expired shortly after the above eventdevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: design, telemetry failure, none or unknown. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.